Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the arm, on (B)(6) 2017. No additional event or patient information is available. Labeling indicates: choose a site to place the sensor: · adults age 18 or older: insert in the belly (front of body, option a). · children and adolescents between 2 and 17 years old: insert in the belly (front of body, option a) or the upper buttocks (back of body, option b).